Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The system controller was exchanged on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when installing the backup battery (ebb) in primary system controller (B)(6), one of the back cover screws broke off in the slot. The threaded portion of the screw remained in the system controller cover. Center deferring system controller exchange at this time and requesting a warranty replacement. The patient remained connected to system controller (B)(6). They will elect to replace with a warranty replacement when the patient is clinically stable and is appropriately anticoagulated. There was no damage to the screw or slot noticed prior to ebb placement. There was no resistance or difficulty noted that may have led to the screw breaking off. The other three screws were then verified both to be able to open the back plate and secure the back plate. The primary surgeon was notified prior to leaving the operating room, and the ventricular assist device (vad) app was notified on arrival to cardiovascular intensive care unit. It was unclear if this was an out of box issue. The site had not yet planned a date for the system controller exchange but would plan to return the system controller afterwards.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a screw head missing on the heartmate 3 system controller emergency backup battery cover was confirmed via inspection. The system controller event log files were reviewed, and data spanned 2 days from 12:05:30, on (B)(6) 2025 to 11:13:53, on (B)(6) 2025. Data from the reported event date of 11-apr-2025 was not available as the events had been overwritten with newer data. The log files were reviewed for any other abnormalities with the system controller during its use. There were no remarkable events or alarms within the log file. At 11:13:25, on (B)(6) 2025, the driveline was disconnected for a system controller exchange, and the system controller was shut down at 11:13:53. The pump maintained a speed within the expected range while the driveline was connected. The system controller was returned for analysis, and upon initial inspection, a screw head was missing from the emergency backup battery cover. The cover was removed, and the screw body was still in the threaded hole. Apart from the broken screw, the system controller was physically unremarkable. The returned system controller was functionally tested and was found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time. There were no functional issues found with the system controller during testing. Additional information stated that there was no damage to the screw or threaded hole noticed prior to the emergency backup battery placement and that no resistance was noted that could have led to the screw head breaking off. The root cause of the reported event could not be conclusively determined through this analysis. A manufacturing analysis task has been initiated to further investigate this issue. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.